Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the retainer ring was broken off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, prime or a33 and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test or verify motor error alarm due to broken reservoir tube lips noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The motor was tested outside of the device and passed. Device received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker, cracked belt clip slot and cracked battery tube threads, (B)(4).